Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The rep reported that the patient called them and left a message stating they are having issues with their ¿tens unit.¿ the patient indicated that they have an appointment with their healthcare provider on (B)(6) 2018 and wanted a rep to be there. Additional information received from the rep on 2018-08-02 indicated that the patient has been experiencing their battery shutting on and off for no reason. The rep ran an impedance test, which came back normal. They stated that they also looked at the patient¿s diary logs but could not pinpoint or determine the issue. The rep advised the patient to monitor their device over the next few weeks, and to keep a diary on when the battery is shutting on and off. The rep stated that other than that, the patient is doing very well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-08-08. It was reported the cause of the patient's battery shutting on/off was not determined. The representative read the battery and ran impedances. Impedance came back normal and there was no relevant information on the diary that could be utilized to determine when and if the battery was shutting off. It was unknown whether the issue was resolved. No further complications were reported/anticipated.